Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 d9, d10. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 422.257s, lot: 2l10320, manufacturing site: selzach, release to warehouse date: 06 december 2018, expiration date: 01 december 2028. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the lcp-df 4.5/5 le 11ho l276 tan (part# 422.257s, lot# 2l10320 qty# 1) was returned and received at us customer quality (cq). The investigation was performed on the images provided and the products returned. Upon visual inspection, it is observed that the plate was broken into two pieces at the 6th hole counted from the end of the shaft. The surface of the device also shows normal wear consistent with the device use which would not contribute to the complaint condition. Device failure/defect identified? Yes, the plate was found to be broken into two pieces at the 6th hole counted from the end of the shaft. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to it being post manufacturing damage. Document/specification review: the following drawing(s) was reviewed: -lcp 4.5 distal femur ti: (current and manufactured to). No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for lcp-df 4.5/5 le 11ho l276 tan (part# 422.257s, lot# 2l10320 qty# 1). A definitive root cause could not be identified for the reported issue from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent an initial operation on (B)(6) 2021. The patient underwent a revision operation on (B)(6) 2021 due to a broken plate. The surgery was successfully completed and the patient was doing well. This report is for one (1) ti lcp distal femur plate 11 holes/276mm/left-sterile. This is report 1 of 1 for (B)(4).